Event description:
Balloon - inflation; balloon did not inflate.

Manufacturer narrative:
Customer report was confirmed. Balloon ruptured in the central area. Missing latex was observed. Syringe was returned.